Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02 , serial: (B)(4), batch: 186583.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also mentioned that the ipg had flipped. The patient underwent a revision procedure wherein two precision ipgs were explanted and a single MRI compatible ipg was implanted. The patient was doing well post-operatively. The explanted ipgs were discarded.